Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient had their device programmed and activated for the first time on (B)(6) 2017. The patient reported since then he has noticed that the ins battery never fully charges. The patient said he attempted to charge the ins battery for 3.5 hours and it will just blink like it is charging from 75 to 100% full. The patient then reported when he gets up, the ins battery is never below 50% and when he charges has all 8 coupling boxes, but never less than 6. The patient also reported the 50-75% quartile will fill in less than an hour but even if he goes another 2.5 hours, the ins battery will never fully charge. The patient wants to know if there is a chance that is ins is faulty. The patient was redirected to have patient follow up with healthcare professional (hcp) to have ins interrogated and pull recharging stats. It was also reviewed with the patient that if it is determined by hcp that there is no issue with the implant, patient services can send replacement equipment, but reviewed with the patient that, based on what he has described, recharging equipment is working fine. No further complications were reported. No patient symptoms were reported.